Manufacturer narrative:
Additional information: imdrf annex b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an failure to air in line alarm was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that, "pockets of air in line passed through the air in line detector without causing an alarm. The size of the air pocket was greater that the configuration setting of 175mcl". The clinician swapped out the devices and sent to biomedical engineering department. There was patient involvement but no harm as the air was caught prior to reaching patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that, "pockets of air in line passed through the air in line detector without causing an alarm. The size of the air pocket was greater that the configuration setting of 175mcl". The clinician swapped out the devices and sent to biomedical engineering department. There was patient involvement but no harm as the air was caught prior to reaching patient.